Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging some bits in their mask. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evlauation. The device was visually inspected by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation within the device. There was no problem found with the operation of the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.